Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that for about a week, starting in april, when the patient would lay on their back they would get a shocking sensation. They would use the controller to confirm if the setting had changed while in the laying down position. They thought it was set at 6.0. The patient did not report any falls or trauma. They said it just started happening. The patient was redirected to their healthcare provider (hcp) regarding interrogating the ins. No further complications were reported or anticipated.